Event description:
Treatment of a ruptured internal carotid anterior communicating artery (ica-a-comm) aneurysm. It was reported that the physician was able to insert two implant coils(sequentially) into the ruptured aneurysm without any problems, but was not able to detach the implant coils with the instant detacher or via the manual method (which is an alternative detachment method stated in the IFU). The physician decided to retrieve the coils and they each detached during retrieval. He was able to use the delivery pushers to insert the coils into place one after the other. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2012-00565

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).